Manufacturer narrative:
(B)(4).

Event description:
[The following information was previously submitted under manufacturer's report #3007566237-2015-01432, but will be included with this report going forward: a catheter occlusion was suspected. A dye study was being done.] Additional information received reported that when the dye study was performed, the hcp tried to aspirate before starting the study and was only able to retrieve 0.2 ml of fluid. The hcp tried to inject saline through the lines and stated that he felt a "pop," and after that they were able to get a good back-flow of cerebrospinal fluid (csf). The patient was doing fine and was receiving effective therapy. The hcp assumed that the catheter was occluded and that he was able to clear the block when pushing the saline through.

Event description:
It was reported there was difficulty filling or aspirating the reservoir. When the patient came in for a refill on the date of this report, the healthcare provider (hcp) was expecting 4-5 ml from a 40 ml pump. The hcp aspirated 20 ml. When the hcp went to fill the 40 ml, they could only fit 30 ml. The whole procedure was started over again and they pulled out 30-40 ml and ¿a lot of air.¿ the hcp questioned whether there was a chance someone refilled the pump and did not update the pump. The hcp also questioned whether the patient was withdrawing the medication and refilling with water. The hcp finally just emptied the full 40 ml and placed 40 ml back in the reservoir. The hcp felt confident there was drug in the reservoir to provide therapy to the patient. The patient was not having any symptoms of withdrawal to indicate a loss in therapy. The exact volumes were not reported. The drug being delivered via the device system was morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l39969, implanted: (B)(6) 1996, product type: catheter. (B)(4).